Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld treatment for an ventricular tachycardia (vt) episode because the episode was classified as supra ventricular tachycardia (svt). The crt-d remains in use. No further patient complications have been reported as a result of this event.